Event description:
Pt was in the emergency room (ER) due to an illness. Customer's glucose was tested and device = 237 & 238 mg/dl. Lab = 157 mg/dl. Tests were performed within 10 minutes of each other. Controls were in range. Treatment info was not provided. A request was made for return product, however, replacement declined.